Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer¿s mother removed a sensor due to the bent electrode. Customer's blood glucose value was unknown. The customer was not assisted with troubleshooting. The device will not be return for analysis.